Manufacturer narrative:
H3: product analysis #: (B)(4), part #: 7713515l, lot #: 99. Visual and microscopic inspection confirmed, the head of the screw was returned. Microscopic inspection revealed, severe fracture surface damage. Due to the condition of the screw unable to determine, if the screw was damaged, due to torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient spinal therapy for c5/6 hernia. It was reported that head of screw broke off below the posterior portion of the plate. It was the last screw of (8) placed. The hcp decided to leave the broken portion of the screw in the c5 vertebral body due to the fact that it was intact and in bone and would not go anywhere. The other option was complete removal of 3-level plate along with (7) placed screws from c4-7; then burring around broken screw and trying to remove. It was agreed that more damage could potentially happen doing that versus leaving the broken off item in the body at one side in c5. There was patient involved in the event and no further complications or symptoms were reported. (B)(6) 2021 e1 (rep): additional information was received via manufacturer representative that there is no lot # associated it is a cervical screw that does not come sterile packed. The reported product came in contact with the patient and no revision surgery is scheduled for removal of broken fragment. No patient complications after the surgery and no in- patient or prolongation of existing hospitalization/ additional surgery/ delay in overall procedure time. The pre-op diagnosis was cervical stenosis, procedure involved was acdfc5-7 and levels implanted was c6.